Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call the insulin pump alarmed motor error and no delivery. Customer stated he had a motor error in the past, but it continued alarming. Customer stated they are able to rewind. The customer's blood glucose was 385mg/dl. The customer stated the motor error alarm occurred during bolus. Customer was advised to discontinue and revert to back up plan.